Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump did not recognize the filled cartridge during the load step and pushed all the insulin out of the cartridge. There was no reported damage to the pump and the cartridge cap was secure. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During the load step, the pump emitted a "no cartridge detected" warning. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins.